Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device had an unresponsive sleep/wake button with no vibration feedback on press while the battery was reported to be above half charge, and a replacement was determined to be needed. Symptoms included no device tactile response. Outcomes included user counseling to discontinue water exposure, implement backup therapy due to uncertain device functionality, sync data to the mobile app, and return the device after shutdown. Investigation included troubleshooting and education by phone and verification of shipping details for replacement. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.